Manufacturer narrative:
(B)(4). D10: cat# 650-0327 lot# unk tprloc cocr cmtd stm t1 12.5mm. G2: foreign ¿ event occurred in the netherlands. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one day post hip implantation, the patient suffered a cerebrovascular accident and passed away. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b7; d4; g2; g3; h2; h4; h6; h10. The following sections were corrected: e1 contact; e2; e3. Perioperative stroke is defined as a brain infarction of ischemic or hemorrhagic etiology that occurs during surgery or within 30 days after surgery. The greatest risk factors for postoperative stroke include a history of stroke, including transient ischemic attack, advanced age, anemia (hematocrit <27%), and renal dysfunction. Most perioperative strokes occur on postoperative days 2¿9. Surgeries that are at particularly high risk include emergency surgery, vascular surgery (such as carotid endarterectomy and thoracic endovascular aortic repair), and brain surgery. Since most perioperative strokes in noncardiac, non-neurological surgery are ischemic in nature, they are typically attributed to hypotension and/or low-flow states, previously undisclosed large-artery stenosis, anemia-associated tissue hypoxia, embolism (thrombus, fat, or foreign material), enhanced coagulability or thrombosis in the setting of systemic inflammation, and/or recent discontinuation of antithrombotic medications. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record and complaint history review will not be completed. The root cause of the reported event was determined to be unrelated to the device. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.